Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the psi readings was too high. No patient impact or consequences were reported.

Event description:
The customer reported the psi readings was too high. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensors were evaluated. External visual inspection showed no physical damage. Both sensors failed continuity testing due to opens across all electrodes. An additional instance of an open between the r1 electrode and the connector was identified. The sensors were returned used. Functional testing could not be performed since the sensors are intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. Corrected data: model # from 4248 to 4248-9.